Manufacturer narrative:
Investigation results: a flexiva 200 tractip laser fiber was returned broken in two pieces. The first piece measured approximately 151.2 cm from the top of the connector to the break. The second piece measured approximately 166.5 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The condition of the returned device confirmed that the fiber was broken. Therefore, a review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on november 16, 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a 100 watt console. According to the complainant, during preparation, the fiber body broke at the doctor's hands before use. A second flexiva 200 tractip laser fiber was opened and it broke upon connecting to the laser console. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement report will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva 200 tractip laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva 200 tractip laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a 100 watt console. According to the complainant, during preparation, the fiber body broke at the doctor's hands before use. A second flexiva 200 tractip laser fiber was opened and it broke upon connecting to the laser console. The procedure was completed with a third flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.